Event description:
It was reported that the device was displaying all the warning icons. The reported problem is indicative of a device that will not power on. There was not pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause was determined to be due to process residue around filter fl9 on the analog pcb assembly. The process residue caused excess leakage current which depleted the internal hlc battery. The customer was provided with a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.